Event description:
The product complaint report shows the customer while performing a routine maintenance on the ventilator, alleged the audible alarm's volume was low. The customer replaced the alarm assembly and reported that the unit's volume is sufficiently audible. There was no pt involvement connect with this event. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report. 150 glover ave norwalkct06856219923790012199237900119~8/7/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg.0hp